Event description:
Customer reported that the insulin pump did not deliver his bolus. The blood glucose reading was 410 mg/dl. Customer treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.